Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.

Event description:
During reaming for a fractured tibia, the 8.5mm medullary reamer head was advanced through the curvature of the tibia when it broke into six pieces. The surgeon was able to remove four pieces of the broken reamer head. Two pieces remain in the pt. Surgeon was able to implant the tibial nail and complete the procedure.